Manufacturer narrative:
Other relevant components include: product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the pump and catheter were previously removed due to infection, and the exact date was unknown (device records indicate pump and catheter were removed on (B)(6) 2017). It was unknown what environmental/external/patient factors might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. The explanted pump and catheter were discarded. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.